Manufacturer narrative:
Additional information: on april 27, 2021, mentor became aware that the patient underwent device removal on (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-aug-2021, mentor received additional information about the event. The patient had both of her breast prostheses removed and they were replaced with mentor smooth round moderate profile 300cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 300cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical examination and mammogram. As a result, the patient underwent device removal on (B)(6) 2021.

Manufacturer narrative:
Additional information: on may 21, 2021, the mentor failure analysis lab received the device for evaluation. On may 24, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).